Manufacturer narrative:
A visual inspection and functional analysis were performed on the returned device. The reported mechanical jam with the thumb advancer was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Femoral angiogram results noted calcification present at the access site. It should be noted that the starclose instructions for use (IFU), precautions section states: do not deploy the clip in areas of calcified plaque. In this case, the patient calcification did not contribute to the reported difficulties deploying the thumb advancer as it was deemed to be related to interaction with the clip. Based on the reported information and the observations from the returned device analysis, the investigation determined that the reported mechanical jam with the thumb advancer appears to be related to a potential product quality issue due to interaction with the clip. The subsequent treatment appears to be related to circumstances of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 1494 - patient selection.

Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using a starclose after a peripheral arterial occlusive disease (paod) interventional procedure using a 6f sheath. Reportedly, there was resistance advancing the thumb advancer (step 3). This step could not be fully completed as it was noted that the number "3" was not fully in the window. A needle was inserted into the access port to retract the thumb advancer to remove the device safely. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.